Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the hub, balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole, 15 mm from the tip. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip of the device found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01738 and 2134265-2016-01739. It was reported balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 3.5x20mm taxus liberte drug-eluting stent was implanted over 2.75x32mm taxus liberte drug-eluting stent. During intravascular ultrasound, the physician determined that additional dilatation was necessary in the proximal edge. A 4.00mmx8mm nc emerge balloon catheter was then advanced for dilation to treat the previously implanted stents. However, when the balloon was initially inflated at 10 atmospheres for 5 seconds, the balloon ruptured. The ruptured balloon was completely removed from the patient. The device was exchanged to a 4.0x15 non-bsc balloon catheter and dilatation was performed at 20 atmospheres. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01738 and 2134265-2016-01739. It was reported balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 3.5x20mm taxus liberte drug-eluting stent was implanted over 2.75x32mm taxus liberte drug-eluting stent. During intravascular ultrasound, the physician determined that additional dilatation was necessary in the proximal edge. A 4.00mmx8mm nc emerge® balloon catheter was then advanced for dilation to treat the previously implanted stents. However, when the balloon was initially inflated at 10 atmospheres for 5 seconds, the balloon ruptured. The ruptured balloon was completely removed from the patient. The device was exchanged to a 4.0x15 non-bsc balloon catheter and dilatation was performed at 20 atmospheres. The procedure was completed. No patient complications were reported and the patient's status was good.